Event description:
The customer initially called for assistance with the basal rates. During the call, the customer mentioned that the paramedics were called to her home, and she was taken to the hospital with a blood glucose reading of 19 mg/dl. The customer felt that the event was due to her basal rates being too high. The customer declined troubleshooting, and asked for assistance in decreasing the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.